Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6+. As reported, an unknown mynxgrip vascular closure device (vcd) failed to deploy properly as the white compression tube was not visible and that the sealant had not been deployed. Hemostasis was achieved with manual compression. There was no reported patient injury. The physician completely shuttled down the sealant, hooked the sidearm of the sheath, retracted the sheath and shuttle all the way back into the black handle until it clicked. At this point, physician noticed that the white compression tube was not visible and that the sealant had not been deployed. With an unknown sheath out of the patient, the physician then deflated the balloon, removed the system from the patient, and held manual pressure to achieve hemostasis. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint sealant failure to deploy advancer tube" could not be confirmed. Without the return of the device and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visitble and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown mynxgrip vascular closure device (vcd) failed to deploy properly as the white compression tube was not visible and that the sealant had not been deployed. Hemostasis was achieved with manual compression. There was no reported patient injury. The physician completely shuttled down the sealant, hooked the sidearm of the sheath, retracted the sheath and shuttle all the way back into the black handle until it clicked. At this point, physician noticed that the white compression tube was not visible and that the sealant had not been deployed. With an unknown sheath out of the patient, the physician then deflated the balloon, removed the system from the patient, and held manual pressure to achieve hemostasis. Additional information was requested but not provided. The device will not be returned for evaluation.